Manufacturer narrative:
Concomitant medical products: catheter model: 8731, serial #: (B)(4), implanted: (B)(6) 2004, explanted: final analysis of the device revealed a motor corrosion and feedthru anomaly. (B)(4).

Manufacturer narrative:
This supplemental is filed to better define the return product analysis (rpa) code related to the feed-through anomaly (shorting) and corrosion as these issues have been found to have distinct root causes. The return product analysis finding in this event revealed only a feed-through anomaly, no corrosion. The root cause of the event reported in MDR # 3004209178-2012-00607 was electrochemical migration (ecm) of the gold braze of the electrical feed through. This ecm can result in dendritic growth of gold across the electrical insulator of the feed-through resulting in an electrical short of the feed through in the motor compartment that provides the electrical pulses to drive the pump motor. The electrical short of the feed through resulted in motor stalls and low battery reset leading to a pump reset to safe state. In safe state the pump is infusing 0.006 ml/day of fluid with an active alarm. Motor corrosion is not associated with this event.

Event description:
A confirmed motor stall and recovery recorded in event logs was reported initially. It was added that there were multiple motor stalls and recoveries, the first date being (B)(6) 2012 at 12:18. Drug delivered via the device was morphine 600mcg/ml at a daily dose of 200mcg. It was later reported that the patient started to hear pump alarming and reported to the healthcare provider (hcp). The pump was interrogated and numerous pump motor stalls were noted. The pump was replaced; "pump failure" was indicated. Patient sustained no injury; recovered without sequel.

Manufacturer narrative:
(B)(4).